Event description:
According to the reporter: the seam did not hold. Magazine did not close completely. Clips fell into situs and had to be retrieved. Change of op from lap to open surgery. Defect magazine destroyed by user. More information requested. Follow-ups were attempted. Very little information from the account. According to the subsidiary: ta magazine used at a thorax surgery. Presumably wedge resection, but no further information available. Also no information about the tissue where the ta30v3l was used. Sorry, but we will get no further information because the customer is not willing to cooperate.

Manufacturer narrative:
(B)(4).